Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure it was reported user experienced map shift and catheter visualization issues. Additional information provided stated no error or alert message was displayed. The catheter was mismatched. Map shift issue was noticed while ablating the right superior. The map shift was more than 10mm. The procedure was completed with no patient's consequence. After evaluation it was determined re-sterilized catheter cables were used during the procedure. The user was instructed to use new cables instead of re-sterilized cables. No mapshift issue was encountered in the following cases. The catheter visualization issue was unable to be duplicated. Customer complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Event description:
During an atrial fibrillation (afib) procedure it was reported user experienced map shift and catheter visualization issues. Additional information provided stated no error or alert message was displayed. The catheter was mismatched. Map shift issue was noticed while ablating the right superior. The map shift was more than 10mm. The procedure was completed with no patient's consequence.